Event description:
A pt was intubated with a endotracheal tube. The stylet inside the endotracheal tube could not be removed. The top part of the stylet outside the endotracheal tube broke off. The pt required re-intubation with another endo-tracheal tube. There was no pt injury or adverse event to the pt.